Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-03875 / 03876 & 03878 / 03879).

Event description:
Patient reported that a future revision procedure has been indicated approximately seven years post-implantation due to metallosis, soft tissue reaction with fluid collection, and pseudotumor. However, no revision procedure has been reported at this time. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown zimmer femoral stem, unknown zimmer femoral neck component, biomet m2a magnum taper adapter catalog#: 239274 lot#: 532510. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, intraoperative or postoperative bone fracture and/or postoperative pain.

Event description:
Patient reported that a future revision procedure has been indicated approximately seven years post-implantation due to metallosis, soft tissue reaction with fluid collection, and pseudotumor. However, no revision procedure has been reported at this time. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately seven years post-implantation due to pain, swelling, metallosis, synovitis, pseudotumor formation and fluid collection. During the procedure, inflammation and brown fluid were noted. The femoral head and acetabular cup were removed and replaced. A legacy zimmer femoral head was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.